Manufacturer narrative:
A ge service rep performed an onsite investigation. No conclusion can be drawn as repair info is unavailable.

Event description:
The fe reported the sys displayed an ad channel failure error message. This message will result in a no boot situation. There are no reports of pt injury or death associated with this event.